Manufacturer narrative:
Add'l info needed to make assessment; follow-up will be filed if necessary based upon investigation results.

Event description:
It was reported by service report that the bed will not go into the vascular position and the trend angle reading is inaccurate. No pt involvement or adverse consequences are reported.